Event description:
Health professional sent an explanted lap-band system to allergan's lab for analysis. No info was provided. F/u findings: the pt came into the surgeon's office complaining of nausea, vomiting and pain in the abdominal area. The surgeon tried to perform a fill, but could not remove any saline. The entire system was removed and not replaced.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted multiple punctured opening with leakage at the taper described as surgical damage-like. The band and port tubing were broken with striations consistent with surgical end cut to remove the device. Nausea, abdominal pain, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant pain, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dematitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "8. Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further info the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle." "Precaution: when adjusting band volume, the needle must be inserted perpendicular to the access port septum. Failure to do so may cause damage to the port and result in leaks."